Manufacturer narrative:
Follow-up # 1 (02/3/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter¿s battery was found to have low voltage. After pa replaced the battery, the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the battery indicator appeared at an unspecified time on (B)(6) 2013 when she attempted to test her blood glucose. The patient informed the cca that she manages her diabetes with insulin (no adjustments) and denied making any changes to her usual diabetes management regimen due to the meter issue. Approximately 5 minutes after the battery indicator appeared, the patient stated she began to feel shaky; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient had not replaced the subject meter¿s batteries as recommended in the owner¿s booklet. The patient did not have new batteries with her at the time of the call. Replacement product was sent to the patient. This complaint is being reported because the patient reported developed signs/symptoms suggestive of a serious injury after the meter displayed the battery indicator message.